Event description:
During follow-up, no communication was possible with the confirm icm. The device was not able to be interrogated. An explant procedure is anticipated but not yet scheduled. The patient was in stable condition.